Event description:
It was reported that the pt experienced an inflammatory mass. The pt had a prophylactic MRI when switching physicians and an inflammatory mass was discovered at the t-10 level near the catheter tip. The pt was asymptomatic. The catheter was surgically withdrawn to a position more caudal and out of the inflammatory mass. No pieces were explanted. To the best knowledge, the pt recovered without sequelae. The drug, concentration, and dose were not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). This report is being submitted following an internal audit.